Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due not being happy with the therapy outcomes. The explanted ipg will not be returned as it was discarded by the medical facility.